Manufacturer narrative:
(B)(4).

Event description:
The customer reports that post implant of a laparoscopic adjustable band procedure, "my stomach ruptured on (B)(6) 2012 after my realize band slipped." Emergency surgery was performed to repair of the rupture and removal of the band. I had the band placed four years ago and achieved a goal weight of #140 and have never had any problems with the band until the catastrophic emergency. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
Spoke with the patient and she indicated that she was asymptomatic prior to the band slippage and stomach rupture on (B)(6) 2012. She underwent an emergent surgery and the band was removed. The operative report received and the following information was obtained. Inspection of the stomach yielded a dark fluid consistent with perforation. The abdomen was opened. Examination of the stomach yielded a gastric band slip and a single perforation in the stomach. The band was removed. A dime size hole was observed in the anterior wall of the stomach. It was wedged out with a stapler. The area was irrigated with 5 liters of saline. A jackson pratt drain was placed in the left upper quadrant. There was no stomach necrosis noted. The wound was closed with double stranded pds and the skin closed with a stapler. The patient tolerated the procedure well and went to recovery in stable condition. The patient reported that she was readmitted for a pelvic abscess secondary to the spillage of the stomach contents. The patient states the band was implanted for 4 years and she had great results. She lost 85 lbs and was below her goal weight.

Manufacturer narrative:
(B)(4): information unavailable.